Event description:
The customer reported the ventilator alarmed with a 35volt failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer did not respond after 2 calls.